Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage on the electronic assembly. The motor assembly was found with moisture damage. The device had minor scratches on the lcd window. (B)(4).

Event description:
Customer reported via phone call, the insulin pump stopped working. Customer had fallen into the water prior. Customer's blood glucose was 105 mg/dl. The device is vibrating without an alarm or an alert. The display went blank right when the device was exposed to water. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. She agreed to return the device for analysis.